Manufacturer narrative:
The device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer insufficient light for performing laryngoscopy" was confirmed, and further defects were detected. In total the following defects were detected: -led lights up dimly -blade damaged -adhesive points on camera head worn -leak at camera head -housing visually worn -cover discolored as stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is the wear of the adhesive at the tip of the c-mac blade, coming from wear and tear during use and the reprocessing process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and causes the light is weak. For this reason, a user misuse error is to be assumed which led to the insufficient light for performing. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. All production related quality checks were passed, and no non-conformities were identified in the devices manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The above conducted investigations did not reveal a root cause related to the labelling, the device or its history. The labelling was found to contain adequate instructions and warnings. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
According to the information received, led of the video laryngoscope too dark. No negative impact in state of health reported.